Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that, the patient experienced tubing issues with 2 infusion sets. The tubing issues were of the same type. The tubing was leaking at the arm site. The event occurred on (B)(6) 2024 and (B)(6) 2024. The infusion set was in use for approximately 24 hours. The patient replaced the infusion set and successfully resumed insulin. No further information available.

Manufacturer narrative:
Device 2 of 2.